Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported that he missed an anti-c of a profiency test with biotestcell pool. The proficiency survey sample that had caused a false negative test result was sent to us for investigational testing, but none of the supposedly defective product was returned. At the time the customer filed his complaint the supposedly defective product was already expired. Therefore a testing of the retained biotestcell pool sample was not possible. But our quality control laboratory is still testing the profiency sample. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that he missed an anti-c of a proficiency test with biotest cell pool. The proficiency survey sample that had caused a false negative test result was sent to us for investigational testing, but none of the supposedly defective product was returned. At the time the customer filed his complaint the supposedly defective product was already expired. Therefore a testing of the retained biotest cell pool sample was not possible. But our quality control laboratory tested the proficiency sample with the current lot of biotest cell pool and yielded a negative result. Furthermore the proficiency sample was charged with ab serum that contained human immunoglobulin (igg) and yielded a correct positive reaction with biotest cell pool. These findings confirm our knowledge that artificial samples without human igg do not work in the solidscreen test method. An appropriate hint was included in the package insert: solidscreen ii is designed to detect antibodies in physiological samples containing plasma or serum. Antibodies in artificial samples lacking serum or plasma might not be detected. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.